Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported event was confirmable using logs with multiple c01 errors logged on may 19th and may 20th. C06, m18, and m11 error pattern were logged. Visual inspection noted no issues which may relate to the reported event. The c00 errors in logs were confirmed but not replicated on site. The iesu was tested on the system and all operations successful via all ports. The probable root cause is attributed to defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted urology surgical procedure, the erbe generator kept faulting with error code u02. Customer tried hard power cycling the erbe generator several times but the error did not clear. Technical support engineer (tse) had the customer hard power cycle the vision side cart (vsc) and erbe generator while also removing the foot pedal connectors from the erbe generator but the u02 error kept appearing. Customer opted to use the force triad for cases today. Customer contacted technical support again to verify the e100 generator could still be used. Tse explained the reporter would use the e100 generator. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The procedure ended up not being down robotically on 5/19. The procedure on 05/20 ended up being done robotically. A third-party forcetriad was used to complete the procedure. There was no surgical delay. Patient was female, born on 10/31/1975 and weighed 340 lb. Patient was also white.